Event description:
It was observed during olympus' device inspection that the bronchofibervideoscope was not displaying an image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the display issues was attributed to stress issues that caused breakage of the image guide optical fiber bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.